Event description:
It was reported that the patient presented in-clinic for a right-ventricular (rv) lead revision. It was previously noted that the rv lead exhibited oversensing noise. Programming changes were made initially, and the rv lead was then capped and replaced on (B)(6) 2025. The patient was discharged.